Event description:
It was reported by the consulting physician, following angiography, an angio-seal vip was used to seal the arteriotomy site. The patient experienced pain 12 hours later. One week after the procedure, lymphadenopathy was present in the groin area. One week after that leg swelling occurred, deep vein thrombosis (dvt) was diagnosed. The reporting physician did not state treatment options.

Manufacturer narrative:
No product was received for evaluation. Review of the device history was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.